Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited gradually rising thresholds, and fluctuating impedance. It was suspected that either the helix was not properly fixed in the myocardial tissue or the set screw was loose. The lead was repositioned and reconnected to the device. The device and lead remain in use. No patient complications have been reported as a result of this event.